Manufacturer narrative:
Device evaluation: visual examination revealed stent damage. Damage was found on the fourth and fifth row from one end of the stent. Some of the struts were misaligned. Damage was also found on the other end of the stent. The struts were slightly flared outwardly. The stent damage is consistent with the device meeting some form of restriction during the procedure. Visual and microscopic examination of the hypotube revealed slight kinks along the entire length of the hypotube. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting treatment procedure stent and shaft damage occurred. The 80% stenotic de novo lesion was located in the mildly calcified and moderately tortuous proximal left anterior descending artery. The physician predilated the lesion with a 2.0mm and a 2.5mm maverick balloon. Then the physician advanced the 3.50x28mm taxus liberte stent to the lesion, but was unable cross. "The hypotube bended to the force applied while trying to position it on the lesion." The physician then predilated again with a 3.0mm and a 3.5 maverick balloon but was still unable to cross the lesion. There were no patient complications. The procedure was completed with a non-bsc device. Patient status is reported as "stable".